Manufacturer narrative:
The additional two proglide devices with reported issues referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. After removal of the third proglide device it was noted that the cuff miss that occurred resulted in the footplate breaking off. The footplate was found outside the vessel and was removed from the patient. The use of proglide devices and the pre-close technique were abandoned. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with a cutdown and manual suturing. There was report of a clinically significant delay in the procedure as a result of the surgical cutdown. No additional information was provided.